Event description:
Customer reported a potential biohazard when a low control vial of coulter act 5diff control plus was leaking upon receipt. The customer reported that the vial appeared to leak (approx 1 ml) from the rubber stopper and the cap of the vial. The customer was wearing appropriate personal protective equipment of gloves and lab coat during the incident. There was no exposure to open wounds or mucous membranes. The leaking product was disposed per lab protocol. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
Product labeling states: "beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer." Product was not returned for eval. The product was discarded by the customer. Root cause was not determined. Product labeling contains sufficient warnings/precautions for potential biohazard events. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add¿l reportable events.